Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting and recommended replacing solenoids 1&2 with 3&4 to see if failure persists. If failure persists, customer was instructed to replace the da pcb. If failure changes to machine sensor, customer was instructed to replace solenoids. The customer reported that they have not had time to complete repairs and that the case can be closed. If any additional relevant information becomes available the complaint will be reopened. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit had an error 110b (proximal pressure error). It is unknown if the device was in clinical use; however, there was no patient harm.